Event description:
Customer called to report the pump had no delivery alarms. Troubleshooting was performed. The pump alarmed again. It was stated that the driver block moves freely on the lead screw.